Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer parent reported via phone call that they experienced high blood glucose level of 424 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 258 mg/dl. Customer stated high blood glucose reading stared on (B)(6) 2017. Customer blood glucose reading at the time of the incident was 400 mg/dl. Customer did not have any symptoms. Customer parent reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer parent treated the high blood glucose reading with manual injection and insulin pump bolus. Customer parent reported site was changed every 2/3 day. Infusion set was changed on (B)(6) 2017. Customer parent stated there was no air bubbles or leaks. Customer parent was not able to remove and change the set. Customer parent did not mention drive support condition. Customer parent did not perform high pressure test. Customer parent reported bolus wizard was programmed accurately. Products will not be returning for analysis.